Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level "low," exact value was not provided. Customer consumed carbohydrates to address low bg. Customer alleged that the correction factor needs adjustment. Recommendation was made to consult with healthcare provider regarding diabetes management.